Manufacturer narrative:
The device was returned to resmed technical service center in (B)(4) for evaluation. The investigation methods, results and conclusion are not yet finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and 218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the reported error messages (sf101 and 218). The investigation determined that the device faults were due to water ingress to the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).